Event description:
It was reported that the user experienced fluctuating glucose following breakfast, with a peak around 260 mg/dl that prompted ilet correction boluses and a subsequent downward trend to a low of approximately 59 mg/dl; the libre 3 sensor displayed a low alert and a sensor error. Symptoms included no reported high or low glucose symptoms. Outcomes included self-treatment of hypoglycemia with oral carbohydrate and stabilization of glucose at the time of contact, without injury or hospitalization. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed an unclear cause of hypoglycemia following automated correction for postprandial hyperglycemia, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.